Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older. Event date: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a taxus liberte monorail stent delivery system (sds) with no guide wire. Blood and contrast were visible in the distal and midshaft of the device. The distal tip was elongated and damaged. The tip damage prevented functional testing of the wire lumen. However, there was no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the catheter stuck on the guide wire. The target lesion location was unknown. A 2.25x20mm taxus liberte atom stent delivery system was advanced over a 0.014", 140cm non-bsc guide wire. During advancement, but prior to entering the target vessel, the device stuck on the wire. It was noted that the event occured near the distal portion of the guide catheter. A kelly clamp was used to pry the device free from the wire. It was noted this caused some unspecified damage to the device. Another of the same device slid over the same wire easily and the procedure was successfully completed. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a stenting treatment procedure, the catheter stuck on the guide wire. The target lesion location was unknown. A 2.25x20mm taxus liberte atom stent delivery system was advanced over a 0.014", 140cm non-bsc guide wire. During advancement, but prior to entering the target vessel, the device stuck on the wire. It was noted that the event occured near the distal portion of the guide catheter. A kelly clamp. Was used to pry the device free from the wire. It was noted this caused some unspecified damage to the device. Another of the same device slid over the same wire easily and the procedure was successfully completed. No patient complications were reported and the patient's status is fine.